Event description:
It was reported that during a routine follow up, nonsustained lead noise episodes due to intermittent ventricular loss of capture were observed. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.